Event description:
A report was received that the patient¿s battery was not holding a charge. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision wherein the ipg was relocated. The patient was reportedly doing well postoperatively and was able to charge.

Event description:
A report was received that the patient¿s battery was not holding a charge. The patient will undergo a revision procedure.

Manufacturer narrative:
.